Manufacturer narrative:
Upon visual inspection during of the investigation, the based on dimensional inspection the impdts was not consistent with its drawing, but it was rather consistent with impdtl-certain driver tip¿long. Visual inspection of the as received product identified signs of wear from usage around the shaft and the hex. There was noticeable wear damage around the translucent o-ring and presence of unconfirmed foreign/biological material around the hex. Visual comparison of drawing 223002 rev j was consistent with the design of the driver tip and did not identify any manufacturing deviation. The subject driver tip did not firmly engage into the test implant during functional testing. The driver tip was loose and kept slipping out of the implant hex. The complaint was confirmed for damaged drive feature, as the driver tip did not firmly engage into the implant as intended during functional testing. The driver tip had wear damage to the o-ring and the hex. The driver tip did not experience any difficulty disengaging from the test implant. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Changed brand name to certain® 3.4mm(d) driver tip - long. Changed impdtl to impdts. Correction: (B)(4).

Manufacturer narrative:
Product lot # was not provided/unknown.

Event description:
It was reported that during clinical procedure, driver did not assemble and release with implant correctly. The surgery was completed by using other drivers.